Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) top display is cracked. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) stated unit has been replaced and is no longer in service.

Event description:
Na.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data:.h6 (type of investigation).